Event description:
Elevated ventricular pacing threshold without obvious change in the position of the lead, which was secured in the posterior aspect of the right ventricle at previous implant. Upon explantation, lead was noted to be discolored throughout with dark brown discoloration.